Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 525 mg/dl. It was stated that there were air bubbles along the tubing of her insulin infusion set. Troubleshooting was performed. The customer stated the insulin pump was not rewound with the reservoir in place. She was advised to disconnect from the insulin pump and deliver a 5 unit fixed prime until air bubbles were no longer visible. The customer was then advised to change the fixed primamount back to the appropriate cannula prime amount for the infusion set, and it was reprogrammed to 0.3 units. The customer stated the insulin had been stored at room temperature. It was verified that there was no air in the tubing. The customer stated there were no leaks in the tubing, after another fixed prime was performed. After changing the infusion set, the air bubbles did not persist. The customer received a no delivery alarm during a manual prime on the new set and noticed a big air bubble in ...